Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. User indicated that during faciaotomy and subsequent harvest of full leg (above and below knee), device shut off. No harm to patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint number: (B)(4).. Autonumber: (B)(4). A lot history record review was completed for lot numbers 25141571, 25141532, and 25141743, the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. User indicated that during fasciotomy and subsequent harvest of full leg (above and below knee), device shut off. No harm to patient. A replacement device was used to complete the procedure.